Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The ECG signal intermittent and the fse found green cover around the pins had been snapped off and was stuck in the connector so the cable was not making good contact. The fse removed the piece from connector and tried another cable. Signal was ok. Machine functions ok. There was nothing wrong with the pump and advised customer to use different cable. The unit was in fully working order.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete initial reporter name and address: (tel #) (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken cable. There was no patient involvement.